Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, edema, pain.

Event description:
Patient reported right side "recalled" and "massive swelling and discomfort". The device has been explanted.

Manufacturer narrative:
Clarification h6: codes c21 and d16 were inadvertently reported in the previous emdr, these should not have been included. The device will not be returned since it was used at the pathology testing. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and seroma". Diagnosed via ultrasound and pathology analysis.